Manufacturer narrative:
H3: product analysis of product: nav4680003, lot no:em21h056 visual and optical inspection did not reveal any damage to the threaded tip of the inserter. Functional inspection confirmed the inner shaft of the inserter has broken at the laser weld pin. The damage to the inserter is consistent with overload. E1: initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility via a manufacturer representative regarding a inserter used for spinal therapy. It was reported that the inner thread used for implant engagement was not fully seated through the inserter. As a result, the implant could not be threaded onto the inserter. There was no patient involvement reported. There were no further complications reported regarding the event.